Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was admitted in the intensive care unit due to high blood glucose of 891 mg/dl. It was started that the customer had been disconnected before his admission. The brother stated that the insulin pump has displayed low battery alarm. The customer's brother requested a replacement of the insulin pump. No further information was provided.